Event description:
Smiths medical 3 ml 23gx1 inch syringes used to administer moderna covid-19 vaccine treatment under emergency use authorization(eua): I would like to make two product complaints about these syringes. We have consistently only been able to withdraw 9 doses from the moderna covid-19 vaccine vial when using these syringes. This device appears to have a very large "dead space" as the safety shield is a separate piece which is leur-locked between the syringe and the needle. This large dead space is likely the cause of the lost vaccine liquid. We had an incident today where the vaccinator injected moderna covid-19 vaccine into the above patient. Upon withdrawing the syringe from the patient's arm, the syringe and safety shield disconnected from the needle and the needle and needle hub remained lodged in the patient's arm, requiring the vaccinator to use his hand to withdraw the needle. The patient did not notice the device malfunctions. The removed needle was examined to be intact and was discarded into the sharps container. Patient tolerated the vaccination without other incident. There was no harm to the patient. Syringe ref # 4236, lot # 4014236, manufacture date 2020-09-23, exp 2025-09-23, gtin (B)(4). FDA safety report ID #: (B)(4).